Event description:
I am a type 1 diabetic and I wear the dexcom g7 and tandem tslim closed loop system. Yesterday after a short walk, I thankfully made it back to my house before I stumbled slightly and saw some spots in my vision. I looked at my dexcom readings and it said "93". The drop in glucose seemed a bit drastic, but nothing I hadn't seen before after exercise. I didn't feel right so I checked my glucose manually, and it was 37. I was somehow able to try and calibrate that into my dexcom but passed out and had a seizure almost immediately after. This resulted in a fall that could have resulted in a head injury or worse. I am writing because after reviewing my dexcom data with my endocrinologist, dr. (B)(6), that she believes the "loss of connectivity" and "gaps in data from my dexcom" contributed to this traumatic event. That those "gaps in data" caused the pump to believe my glucose was higher than it was and still distributed insulin when I had too much on board. I rely on these devices to function as they should to live a somewhat normal life, but this circumstance of reliance could have cost me my life. Of course, I always have sugar with me when I exercise, however I was too disoriented to realize the danger I was in. I was home alone with my dog, and miraculously became conscious again enough to message my husband for help. Paramedics were called and helped me feel stable while I was conscious. Ultimately, we decided I needed to go to the ER due to the risk of head/neck injury from the fall and the extreme headache/nausea I experienced. A ctscan was performed and thankfully I do not have any serious injuries to my head or ribs. My white blood count was a little high as well, but this emergency center did not think that this type of trauma event could cause an elevated count. I believe that there needs to be a more investigative action into this type of malfunction as I am sure I am not the only patient that has experienced connectivity issues. The level of independence a type 1 diabetic craves is fulfilled through the technology today, the fear of dying is also propelled by the mistakes it can cause especially for me. I have all of the data from yesterday's event, my endocrinologist said I needed to file this complaint, so I do hope it's taken seriously. Thank you.